Event description:
It was reported that the patient was hospitalized due to infection and was put on antibiotics. It was noted that source of infection could not be determined and device explantation was opted. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020.